Event description:
The customer called to report that the donor information entered into the trima system wasn't accurate. The customer stated that the donor information that someone transferred over from vista was not correct. The donor connected to the trima was not the donor who was programmed into the trima system. The tbv was falsely high. The customer reported no donor reaction at all. The customer declined to provide the patient information. This report is being filed due to operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the terumo bct support specialist that spoke to the customer told her to end the procedure immediately when it was reported that the donor information was entered incorrectly. When the support specialist followed up with the customer, the customer reported that the procedure was not ended. The support specialist reminded the customer of the danger of ac over-infusion and over-collection, and recommended that the customer perform some follow-up with the donor to verify the donor was still feeling well. Terumo bct is going to work with the customer on scheduling some trima retraining. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history record was reviewed. Nothing was found that was related to this event. Root cause: operator error. Corrective action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters.